Event description:
A report was received that the patient was explanted due to infection at the incision site. The physician used a one incision technique for the pocket and the leads. The symptom was irritation at the incision site. The physician does not believe the infection was device or procedure related. The patient was administered IV antibiotics and is reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual test performed. No complaints about the functionality of this device were reported. Damage to the leads is a result of a typical explant procedure and it is not considered a failure. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4) description:linear st lead, 70cm model#: sc-4316 lot#: 14635209 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was explanted due to infection at the incision site. The physician used a one incision technique for the pocket and the leads. The symptom was irritation at the incision site. The physician does not believe the infection was device or procedure related. The patient was administered IV antibiotics and is reportedly doing well.